Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge compartment was observed to be cracked and a piece from the top of the cartridge compartment had been broken off. Unrelated to the casing condition issue, when the pump booted on, the display was observed to be a dim red color. The dim display was replaced by a test display and the variance in color and contrast resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter stated that there was a small crack in the cartridge compartment that was gradually becoming larger and that a piece came off, last week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.